Event description:
The customer reported that the system displayed a high capacity disk failure error message after boot up. No pt injury was reported.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The dvd/cd usb cable was rerouted and reconnected. The system was tested and found to be working as intended and put back into service.